Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Concomitant product: 407645 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient had permanent pacemaker syndrome. It was also reported that the device was unable to be interrogated at change out and that the device had early and rapid battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.